Event description:
Consultant reported that surgeon advised that patient being treated for degenerative disc disease had ti 3-d head for ti click'x screw, confirmed by x-ray to have backed out off the click'x screw post-operatively so it was explanted. Surgeon stated that possible the 3-d head was not firmly affixed at time of surgery.

Manufacturer narrative:
This information was not provided during initial report or in returned questionaire. No evaluation could be made, no conclusion could be drawn as no device has been returned.